Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing on stored electrograms (egm). It was also noted that the right ventricular (rv) lead had high p-waves that were consistent with historic values and chronically low r-waves. The leads remain in use. No patient complications have been reported as a result of this event.